Manufacturer narrative:
The investigation is ongoing. Results of this investigation will be provided to the follow-up report.

Event description:
Arjo was informed about the incident involving the arjo kwiktrak x-y rail installation and v4 I ceiling lift. It was reported that while a caregiver was preparing the lift for a patient's transfer, a mobile track of the kwiktrak x-y installation detached, hit the caregiver in the back of the neck and slammed into the wall. After the event, the caregiver was taken to a hospital for a pre-cautionary check. Following the information provided, the caregiver did not sustain any injuries.

Manufacturer narrative:
The arjo service technician who checked the involved equipment after the incident was informed that the mobile track had been removed from the track system and taken to the maintenance department. During a device inspection, it was found that the locking bolts on the xy trolley from which the moving track detached appeared to be loose and one of the bolts was positioned considerably higher than the other one. The kwiktrak x-y rail installation was repaired and tested by an arjo technician. According to the information provided by the service technician, the ceiling lift and the kwiktrak x-y rail installation were not under the arjo maintenance responsibility. An annual inspection of the entire system is carried out by the 3rd party service provider. During the investigation, it was established that the last maintenance of both the rail and the lift was performed on (B)(6) 2022. At that time, no malfunctions were found and the system passed all function tests. Arjo device failed to meet its specification since a mobile track detached. The device was not used for a patient transfer when the failure occurred. The complaint was deemed reportable due to the indication that a part of a kwiktrak x-y installation detached and fell onto a caregiver. No injury was reported.